Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. The received customer allegation pointed to non-reportable issue. On (B)(6) 2023, during service visit, the reportable issue was detected by the getinge technician. As it was stated, paint was damaged on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 7th september 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. The received customer allegation pointed to non-reportable issue. On 15th february 2023, during service visit, the reportable issue was detected by the getinge technician. As it was stated, paint was damaged on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of #b5 describe event or problem field deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 7th september 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. The received customer allegation pointed to non-reportable issue. On 21st february 2023, during service visit, the reportable issue was detected by the getinge technician. As it was stated, paint was damaged on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: on 7th september 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. The received customer allegation pointed to non-reportable issue. On 15th february 2023, during service visit, the reportable issue was detected by the getinge technician. As it was stated, paint was damaged on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since paint was peeling from the device, which could be considered as technical deficiency, and in this way the device contributed to the event. Provided information indicates that upon the event occurrence the device was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling on powerled and hled surgical lights, there was one event which led to the serious injury. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the paint peeling is moderate. A root cause analysis was performed by subject matter experts. According to the report, all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaires for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. By default, epoxy powder paint shall be used. These requirements describe the visual test, the thickness, the color and the mechanical holding. The pfc066 describes also the mechanical holding test as follow: - shock test in accordance with the french standard nf t 30-039 or using maquet inspections gauge gdc 70198. - scratching test (grid test): at least six parallel lines, no more than 2mm apart, in two perpendicular directions, are inscribed into the paint work using a sharp steel blade, cutting through the paint down to the substrate. The paintwork must not flake or detach, even after rubbing with fingernail. The coats of paint must remain adherent between each line. - acetone test (for powder paints only): the area to be inspected is rubbed with a cloth soaked in acetone. No visible traces of paint must be seen on the cloth. ¿ disinfection products test: maquet sas described how to perform the paint resistance test in the working instruction ref. Fl 007. The following disinfection products are tested: surfa¿safe, isopropyl alcohol, incidin pro, virkon. The aim of these tests is to detect any incompatibility with disinfectant. Sme distinguished two most probable root causes: the probable root cause of these paintwork damages is the collision between other products such as the spring arm or headlight. Moreover, the paintwork damages are most of the time located on the articulations of arms and spring arms. The hypothesis of a chemical root cause is also very likely. The deterioration of the painted surface is far advanced and it must have started years ago. Peeling paint and corrosion are probably caused by a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning or disinfection protocol. This event could be due to the cleaning product. Nevertheless, the deterioration of the paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. The damaged parts must be replaced as soon as possible. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.